Manufacturer narrative:
Patient city: (B)(6) patient country: italy.

Event description:
Reference number (B)(4) event occurred in italy it was reported that the patient faced infusion set tape not sticking due to sweating event on (B)(6) 2026. No further information available.